Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient¿s PICC line was leaking from the exit site when being flushed. PICC removed. PICC line still intact after removal, with the initial length of 52cm and trimmed length of 45cm. PICC line flushed after removal and leak observed between the 5cm and 6 cm mark. Patient had another PICC placed, but there was no delay in treatment. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient¿s PICC line was leaking from the exit site when being flushed. PICC removed. PICC line still intact after removal, with the initial length of 52cm and trimmed length of 45cm. PICC line flushed after removal and leak observed between the 5cm and 6 cm mark. Patient had another PICC placed, but there was no delay in treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 5 cm and 6 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, patient¿s PICC line was leaking from the exit site when being flushed. PICC removed. PICC line still intact after removal, with the initial length of 52cm and trimmed length of 45cm. PICC line flushed after removal and leak observed between the 5cm and 6 cm mark. Patient had another PICC placed, but there was no delay in treatment. Device used for cytotoxic medication. No other information was provided.